Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. It was alleged the patient experienced adhesions, pain, additional surgical procedure, hernia recurrence and explant. While it was alleged the patient experienced hernia recurrence, it is unclear at this time if the recurrence was of the original hernia treated in 2005. In regards to adhesions, adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent a ventral hernia repair, at which time a medium oval bard composix kugel patch was implanted. On (B)(6) 2016 - the patient was taken to the operating room for a laparotomy, extensive lysis of adhesions, removal of previous (composix) kugel patch, and repair of ventral incisional hernia. It is alleged the patient experienced pain, hernia recurrence, additional surgical procedure, explant and disability.